Event description:
A review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a missing connector. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device val summary: device eval of belt sn (B)(4) has been completed. As received, the connector was missing from the electrode belt. The root cause of the missing connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the missing connector. The pt received a replacement belt.